Event description:
It was reported in a journal article that during a period from january 2014 to june 2020, there were 212 patients who underwent subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. With the 212 patients that met study criteria, among whom 47 patients had a prior sternotomy. The article aims to compare the implant techniques and outcomes with s-ICD implantation in patients with and without prior sternotomy. Some patients had reversal of the shock polarity for success and others had an increase in output up to 70 joule shock with success. All 7 patients who were non-inducible for vt/vf underwent a 10 joule commanded shock with assessment of the shock impedance. Over a median follow-up time of 28 months, there were 19 patients with inappropriate shocks. The frequency of inappropriate shocks was similar between those with and without prior sternotomy. The etiology of inappropriate shocks included oversensing, supraventricular tachycardia and atrial fibrillation with rapid conduction, and air in pocket/external noise. Out of the 17 patients with appropriate device therapies, only three required more than one defibrillation to terminate the arrythmia (none with a history of prior sternotomy). There were 18 patients with 30-day post-implant complications. The complications included: 6 inappropriate shocks, 4 superficial infection, 3 deep infection, 3 device removal, and 3 lead revision for migration. Three devices were removed, two were removed due to deep infection and one was removed due to inappropriate shocks with transitions to a transvenous device. There was one patient without prior history of sternotomy with sub-optimal sensing (t-wave oversensing felt to be in part due to the s-ICD lead being too superficial) with history of an inappropriate shock underwent lead revision (relocation of s-ICD lead to a deeper position and relocation of the generator more posteriorly) subsequently developed a deep infection necessitating extraction. One of the patients with apparent deep infection had resolution of infection after a course of antibiotics without revision/removal 6 months post-infection. The majority of infections in this study were superficial ones not requiring s-ICD explanation. In conclusion, s-ICD implantation in patients with prior sternotomy are safe with a similar risk for complications as patients without history of prior sternotomy. There was no difference in the s-ICD lead implantation laterality, sensing vector, or defibrillation success between patients with and without prior sternotomy; and inappropriate shocks were infrequent with no difference among patients with and without prior sternotomy and most commonly were due to t-wave oversensing. No additional adverse patient effects were reported. The model/serial numbers for the involved electrodes were not provided.